Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was not pacing and possible setscrew and connector problems were alleged. The device measured high impedance. The physician reopened the pocket and the pin was disconnected and reconnected. Subsequent measurements were good. The device is still in use. No patient complications have been reported as a result of this event.